Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized (B)(6) 2016 after experiencing an elevated blood glucose (bg) level of 275 (mg/dl) and diabetic ketoacidosis. Customer delivered insulin injections and was treated with intravenous insulin and fluids while hospitalized. Customer was released (B)(6) 2016 with issues resolved. Customer indicated insulin pens would be used until pump therapy is resumed.